Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high", however, a specific bg value was not provided. The cause for reported bg level was unknown. Manual insulin injections were delivered, and the infusion set and cartridge was changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.